Event description:
Procedure performed: open prostatectomy with femoral ileostomy event description: eb240 jaws got locked in the closed position during use in case. The hand piece was activated on rectum tissue and the end tone was heard. After transecting, the jaws would not open. Surgeon used scissors to cut tissue around jaws in order to remove the eb240. No report of patient injury. Product is available for return. Additional information received on 17aug2022 via email from account manager: the handle was getting stuck in the latched position preventing the jaws from opening. The blade lever derailed. The surgeon proceeded in removing the device and did an end to end anastomosis. Type of intervention: surgeon used scissors to cut tissue around jaws in order to remove the eb240. Patient status: no report of patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: open prostatectomy with femoral ileostomy. Event description: eb240 jaws got locked in the closed position during use in case. The hand piece was activated on rectum tissue and the end tone was heard. After transecting, the jaws would not open. Surgeon used scissors to cut tissue around jaws in order to remove the eb240. No report of patient injury. Product is available for return. Additional information received on 17aug2022 via email from account manager: the handle was getting stuck in the latched position preventing the jaws from opening. The blade lever derailed. The surgeon proceeded in removing the device and did an end to end anastomosis. Additional information received on 19oct2022 via email from account manager: "user said that he did not attempt to cut any suture with the device." Type of intervention: surgeon used scissors to cut tissue around jaws in order to remove the eb240. Patient status: no report of patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing confirmed the complainant¿s experience of the jaws not opening. A fibrous material was observed to be wedged between the jaws and blade. Upon closer inspection, the blade was found to be damaged. Based on the condition of the returned unit and the description of the event, the reported event was due to a damaged blade, which prevented the jaws from fully opening. The blade damage was likely due to the event unit being used to cut sutures, as indicated by the fibrous material returned. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.